Manufacturer narrative:
The impella device has been received from the customer; however, the evaluation of the device is not complete. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smartassist system. Section: potential adverse events ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury¿ (including ventricular perforation). Section: warnings & cautions: cautions ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿ section: warnings & cautions: warnings ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance.¿

Event description:
The user facility reported the insertion of impella cp device to a patient with an acute myocardial infarction was unsuccessful due to the cardiac anatomy and thrombus. The impella was inserted in left groin, the iliac was calcified and the impella was removed. After removal, a clot on the cannula and motor was observed. The impella cp device was exchanged for a new one and was successfully implanted. There were no adverse effects to the patient.

Manufacturer narrative:
The investigation of delivery issues and thrombus has been completed. The pump was inserted in left groin but the iliac was calcified so the pump was removed; clot in cannula and motor was observed. Returned complaint device visually inspected. No cannula kink observed. Small biomaterial residue around impeller observed. No other abnormality found. The cause of the delivery issue most likely was patient condition related due to calcification vessels. As t he necessary information was not provided, the root cause of the thrombus was not determined.